Event description:
The reporter indicated that the device has no output, and no magnet response. The pt's rhythm is atrial fibrillation. The last check was in march, 1998. The magnet rate at that time was 85 ppm.